Manufacturer narrative:
H3. Device analysis for the recharger revealed the complaint unverified. Recharger tested okay. No anomalies were visually observed. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that about 2 weeks ago they were trying to charge their implant and saw a red alert to call medtronic. Caller stated that the controller was deactivated and they were instructed to call patient services. Caller added that they spoke with their healthcare provider office and was told to call patient service for a replacement controller and recharger. Agent had caller reset the controller battery. Caller confirmed no visible damage to the equipment. Caller noted that the implant battery does recharge, but the area around the implant and the box along the cord are overheating. Agent was able to clarify that the recharger was overheating not the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.